Event description:
Healthcare professional reported that 11 days post implant, high gradients were noted on echo. The surgeon elected to replace the valve, however, upon reop, surgeon found no apparent cuase for the high gradient or problem with valve. Surgeon felt that the gradient was due to hypertrophied septum and noted that one cusp was damaged during the explant procedure. The valve was returned for evaluation. Healthcare professional reported that the pt expired the next day.